Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the sheath into the patient air was observed in the flushing line of the sheath. Farawave catheter was inserted inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for irrigation. No fluid leak was noted. No patient complications occurred. No further information was provided. The device was received and investigation is still in progress. It was further reported that the procedure was completed using a different faradrive sheath. Visible air was seen after the sheath was inserted into the patient.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the sheath into the patient air was observed in the flushing line of the sheath. Farawave catheter was inserted inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for irrigation. No fluid leak was noted. No patient complications occurred. No further information was provided.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the sheath into the patient air was observed in the flushing line of the sheath. Farawave catheter was inserted inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for irrigation. No fluid leak was noted. No patient complications occurred. No further information was provided. It was further reported that the procedure was completed using a different faradrive sheath. Visible air was seen after the sheath was inserted into the patient.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device found a kink in the middle of the shaft. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.